Event description:
This is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of catheter came apart while in bed, peritonitis with culture positive for (B)(6) and peritonitis with culture positive for candida parapsilosis in a patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag therapy intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient's catheter came apart (disconnected) while in bed and was put back without any treatment, which caused peritonitis. On (B)(6) 2012, the patient experienced peritonitis. A peritoneal effluent culture was performed which was found to be positive for (B)(6) and candida parapsilosis. The patient was not hospitalized for the event. The patient recovered from the peritonitis with culture positive for (B)(6) and peritonitis with culture positive for candida parapsilosis. On (B)(4) 2012, baxter product surveillance contacted the peritoneal dialysis nurse. The nurse stated the patient used a titanium adapter in conjunction with their catheter. The patient had been retrained and was treated with antibiotics. The patient's catheter had been pulled and the patient switched over to hemodialysis therapy. No further information was given at this time.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique.